Event description:
Allegedly the patient was revised due to broken modular neck (right).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated upon investigation completion.